Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to implantation of essure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, cramping"), dyspareunia ("pain during intercourse"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation"), abdominal distension ("bloating"), back pain ("back pain"), migraine ("severe migraines"), infection ("infections") and libido decreased ("sex drive is way up") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, dyspareunia, menometrorrhagia, menorrhagia, abdominal distension, back pain, weight increased and migraine outcome was unknown, the infection had resolved and the libido decreased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, dyspareunia, infection, libido decreased, menometrorrhagia, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: no more infections since hysterectomy and sex drive is way up. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure in proper place, fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 2-dec-2019: follow up was received and this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2017-05897) and to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-13133) which both will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. From duplicate (B)(4): no new information. New information from duplicate: social media reporter was added. New events added: libido decreased, infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to implantation of essure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, cramping"), dyspareunia ("pain during intercourse"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation"), abdominal distension ("bloating"), back pain ("back pain"), weight increased ("weight gain") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, dyspareunia, menometrorrhagia, menorrhagia, abdominal distension, back pain, weight increased and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, dyspareunia, menometrorrhagia, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure in place; fallopian tubes were occluded. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.